Event description:
Additional info from the hcp reports that in 2006, the pt remains in theintensive care unit. The pump was rechecked and "15cc extracted which was close to what would have been there from last refill". The pt remains unstable, the hcp plans to replace the pump in 2006.

Event description:
The hcp reported the pt experienced seizure activity and was hospitalized in the intensive care unit for this. The pt is now in the hosp with bradycardia, lethargy, and flaccid tone. No fever is reported. At 2 consecutive refills, volume discrepancies of greater than 25% were noted. At the previous refill the expected reservoir volume was 50cc and the actual was zero cc. The latest refill expected reservoir volume as 24cc and the actual was zero cc.